Event description:
The customer reported that on (B)(6) 2011, erratic cardiac troponin (accutni) quality control (qc) results were generated on the access 2 immunoassay system. Beckman coulter inc. Led customer troubleshooting indicated that the erratic accutni qc results were caused by s0 calibrator relative light units (rlus) which were higher than customer established quality control release data. While it is uncertain as to whether patient results were affected in connection to the event, there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Upon recalibration using the same calibrator and reagent lot, the customer was able to lower the s0 calibrator relative light units (rlus) and generate quality control results within customer established specifications. No sample handling/collection information was provided by the customer. Per beckman coulter assessment of customer supplied data, an instrument system check performed prior to the event generated acceptable results.

Manufacturer narrative:
Service was not dispatched for this event as instrument performance was not questioned. Beckman coulter inc. Assessment of instrument generated data and supplied troubleshooting assisted the customer in resolving the issue. No root cause was determined for the elevated s0 rlus.